Manufacturer narrative:
Device evaluation: complaint verified - intermittent image drop. A functional test confirmed the customer's complaint. Manipulating the cable near the distal end strain relief could induce failure. The cable failed a visual inspection as there were internal deformities in both the distal and proximal ends of the cable. The cable also had a tacky feel, and the card edge masking was stripped away. Based on the cable's current condition, it's recommended that the customer reviews their sterilization/handling process to ensure they are following approved karl storz protocols. The cable needs to be replaced to address the customer's issue. The customer's reported issue was caused by wear and tear. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that intermittent images occurred during the procedure, but they were able to complete the procedure by using a backup camera head. No negative impact in state of health reported.